Manufacturer narrative:
Correction to section d6a: this field was populated in the initial report; however, the device is not implanted. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the event was not reproduced throughout testing. A review of the event log files contained data spanning approximately 5 days (26dec2023 ¿ 29dec2023, 16jan2024 per timestamp). Starting 29dec2023 at 3:52:20, backup battery fault alarms activated due to the backup battery load test not passing. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. On 29dec2023 from 12:33:10 ¿ 12:33:13, the backup battery was uninstalled which is consistent with the reported backup battery exchange. The alarms briefly resolved but reactivated at 12:33:13. On 29dec2023 at 12:56:57, backup battery not installed alarms activated, consistent with the backup battery reseating, and the alarms resolved. The controller completed a load test at 13:00:59 and passed without issue. The driveline was disconnected for a system controller exchange at 13:04:37. The backup battery fault alarms did not affect pump operation. The returned heartmate 3 system controller (s/n: (B)(6)) was functionally tested and found to operate as intended during analysis. The system controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Multiple load tests were initiated on the system controller without any alarms activating. Per the provided information, the backup battery was exchanged upon arrival to the clinic, the battery was reseated with the ribbon cable, and external power was disconnected and reconnected; however, the alarm persisted. It was stated that upon completing the system controller exchange, the alarms resolved. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 instructions for use, rev. C, section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had backup battery fault alarms at home on (B)(6) 2023, which was confirmed in the log file. The patient presented to the clinic on (B)(6) 2023. Upon arrival, the patient's emergency backup battery (ebb) was exchanged and the system controller clock was synced; however, the alarm persisted. The ebb was removed and the battery ribbon was reattached. The controller was then disconnected and reconnected to the power module in the clinic without resolution. A controller exchange was performed and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.